Event description:
It was reported a gallstone was captured, utilizing this urology stone retrieval device, without incident. During withdrawal of the basket through a t-tube, the basket detached. The access site was dilated and a clamp was used to retrieve the basket and encapsulated stone without incident. The procedure was completed successfully at that time. The device has been retained by the user facility. Therefore, no failure analysis will be available. It was indicated this device was used through a t-tube for the removal of a gallstone which is not an indicated use of this device and may have contributed to this event. However, without evaluating the device, we are unable to determine the cause for this event. Our directions for use state: "the helical basket is designed to be used through the small working channel of an endoscope, such as a ureteroscope or nephroscope during the procedure. The microvasive helical basket is used endoscopically to entrap and remove stones from the ureter."